Event description:
The customer reported the insulin pump is damaged. Troubleshooting was performed. The customer stated that insulin pump was dropped while wearing it and the back of the insulin pump came out. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.